Event description:
The recipient reported a lack of auditory sensation when the speech processor was on (opus 2, sonnet 2). The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports lack of auditory sensation when the speech processor is on (opus 2, sonnet 2).